Event description:
It was reported that a patient received a system error 2240 (air in set) during use of the homechoice machine. The alarm occurred during a dwell cycle, patient connected. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, a loose connection on the supply line was noted. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Upon conclusion of the investigation, it was determined that the cause of the alarm was due to a loose connection between a supply bag and supply line. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.